Manufacturer narrative:
(B)(4). Information received by baxter's legal department indicates that the device involved in this incident is not a baxter device. No further investigation will be conducted.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.as the product code is unknown, a 510k number cannot be identified.

Event description:
Global pharmacovigilance (gpv) received litigation documents which allege a manufacturing defect and wrongful death of the patient. Reportedly, an unknown baxter infusion pump administered an unknown medication at a dose different from the physician's intended order and/or the dosage set by the nurse on the pump. The patient underwent back surgery on (B)(6), 2010. Reportedly the patient received intravenous narcotics postoperatively. Review of the legal documents received from global pharmacovigilance provided the following information: the patient was hospitalized at the time of the event. The patient reportedly received an overdose of intravenous narcotics resulting in post-operative respiratory insufficiency, cardiopulmonary arrest, and anoxic brain injury on (B)(6), 2010. The patient expired on (B)(6), 2010. Cause of death was not reported. The status of the device is unknown. It is unknown if an autopsy was performed.